Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer reported being woken up by the alarms. The customer's blood glucose was 400 mg/dl when they woke up. Customer did not state if they treated for their blood glucose. Customer reported the alarm was resolved by a complete set change. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.